Manufacturer narrative:
As reported in a research article, late coronary-cameral fistula formation between circumflex coronary artery and left atrial appendage following implantation of an amulet closure device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: late coronary-cameral fistula formation between circumflex coronary artery and left atrial appendage following implantation of an amulet closure device.

Event description:
The article, "late coronary-cameral fistula formation between circumflex coronary artery and left atrial appendage following implantation of an amulet closure device", was reviewed. The article presented a case study of an 80-year-old female patient with atrial fibrillation, and thalamic bleed while taking warfarin. It was reported on an unknown date in 2015, a 28mm amplatzer amulet was implanted. It was then reported on an unknown date seven years post-procedure, the patient presented with suspected acute coronary syndrome. Electrocardiogram showed lateral t wave inversion and st depression with mild troponin elevation. It was reported there was contrast filling of the distal left atrial appendage, which was presumed to emanate from the left circumflex coronary artery via possible intramyocardial perforators, suggestive of a coronary-cameral fistula. A subsequent computed tomography scan demonstrated close proximity between the circumflex and the appendage, but no clear communication was seen between the two structures on thin-sliced images. The overall consensus was that there appeared to be a small leash of vessels originating from the proximal circumflex artery which perforated through the myocardium to provide flow to the appendage indicative of a coronary-cameral fistula. [The primary and corresponding author was timothy john bagnall, sussex cardiac centre, royal sussex county hospital, brighton, bn2 5be, UK, with corresponding e-mail: tbagnall@doctors.org.UK].